Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead was explanted and returned for analysis. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.